Event description:
It was reported that the intraocular lens (iol) was explanted from the patient''s right eye in a secondary procedure due to refractive surprise. The replacement lens is a zcb00 18.0 diopter lens. It was stated that the patient has recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under microscope revealed that the lens received was cut and only a half of the lens was received. Surface particles, scratches and what appeared to be ovd (ophthalmic viscosurgical device) residues were observed on the half lens received. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed and the product did not meet the acceptance criteria. A manufacturing related cause was not identified. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. There were no process and / or material changes within the production order. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.